Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they reservoir had leak. Customer¿s blood glucose level was 149 mg/dl. Customer stated that there was failed to fill the reservoir and the insulin leaked. Customer troubleshooting was not performed. The reservoir will not be returned for analysis.